Event description:
Related manufacturer reference number: 2017865-2021-37432. Information received associated with a clinical study indicated that during a routine device checkup post an implant procedure, a chest x-ray confirmed that both the right ventricular (rv) and right atrial (ra) leads had dislodged. The patient reported symptoms of chest pain and fatigue. The rv and ra leads were revised successfully on 30 sep 2021. The patient was stable throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.